Event description:
Pt is on continuous 5 fu therapy for colorectal carcinoma using a walkmed 350 pump. The pump is battery operated. The 9 volt battery became detached from its electrical contacts and thus, the pump ceased working. Since there isn't an internal lithium battery, no alarm was sounded and it was fortuitously discovered. The pt did not received chemo for about 36 hours -based on residual in chemotherapy container-.